Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: doctor calling on behalf of patient. Stated, his patient has been using 8mm, 31g pen needles and that does not work for the patient. Stated, the patient's numbers have been high.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: doctor calling on behalf of patient stated, his patient has been using 8mm, 31g pen needles and that does not work for the patient stated, the patient's numbers have been high.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.